Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-50257. It was reported that patient presented with atrial lead and right ventricular lead that were exhibiting unknown malfunction. The leads were capped on (B)(6) 2023 and new leads were implanted. The patient condition was unknown.